Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger components were worn and an unknown substance was found on the electronic control unit (ecu). It was determined that the assignable root cause of this condition was due to component wear form normal use and servicing over time, and cleaning, sterilization, and/or maintenance procedures not followed as per directions for use (dfu), which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery oscillator device was running constantly when the trigger was not being pressed. The event was not reported to have occurred in a surgical procedure. It was reported that there were no delays to a scheduled procedure. It was not reported if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.